Event description:
Additional information received on 19-may-2025 stating the event occurred during use on a patient. There was wasted fluids and medications, required additional medications from pharmacy to be sent. The medication did come in contact with the patient and the bedding/sheets. No hazardous meds spill. There was patient involvement and there was delay in med administration.

Manufacturer narrative:
Additional information provided in b3, b5, d9, and h6. The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number could not be reviewed due to the unknown lot number

Event description:
The event involved on an unknown date involving a 7" (18 cm) appx 0.31ml, smallbore pressure infusion (400psig) ext set w/remv microclave®, purple clamp, rotating luer, non-dehp tubing where it was reported that the extension set was leaking/breaking in pediatric intensive care unit (picu) hub. There was unknown patient involvement and unknown adverse events.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.